Event description:
It was reported that the patient noticed a skin tear after removing the sensor off his finger.

Manufacturer narrative:
The sensor was returned to masimo for evaluation. The device is currently undergoing an evaluation but has not yet been completed.